Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, immediate implantation, inadequate bone quality/quantity, mobility. Patient's bone inadequate. Thickness; failure of bone to entirely encompass implant 360°. Same patient as (B)(6).